Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with the following pre-op diagnosis: lumbar diskogenic back pain, l3-l4, l4-l5. Patient underwent the following procedures: anterior interbody fusion, l3-l4 and l4-l5 with allograft and rhbmp-2. As per the operative notes, ¿graft was cut with oscillating saw on the back table. Rhbmp-2 was packed into the medullary canal and allograft tapped into place.¿ no intra-operative complain were reported. Post-op, patient suffered with unspecified injuries after the surgery.